Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, the tissue pad fell off when it was being cleaned. Another device was used to complete the procedure. There was no adverse consequence to the pt.